Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer' reported via phone call, the insulin pump had alarmed multiple times motor error during the last weekend. Customer's blood glucose was 150 mg/dl. The device was not bumped, bumped, or exposed to a magnetic field. Customer was advised the device needed to be replaced and customer agreed to return it for analysis.